Event description:
It was reported that the plastic impactor broke. There was a two minute surgical delay.

Manufacturer narrative:
Product complaint #pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re\2010opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.